Manufacturer narrative:
It was reported that there was a hair within the filter. One sample model 2477-0007, lot 23105461 was returned for investigation. The set was examined for defects and abnormalities. A hair was observed within the filter. No defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the supplier. From the supplier investigation, all production is manufactured inside a clean room class iso 8. Is this an isolated event for which it is not possible to define any specific root cause. A device history record review for model 2477-0007 lot number 23105461 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.

Manufacturer narrative:
E1: initial reporter facility name- (B)(6) hospital. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite had foreign matter the following information was received by the initial reporter with the following verbatim. Description of problem: contaminated. Hair inside tubing, within the filter.